Manufacturer narrative:
Device had no buttons respond at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test and displacement test or verify low battery alarm and audio tone alarm due to no button respond. No button error alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump button¿s did not respond. The customer's blood glucose level was 68 mg/dl at the time of the incident. The customer stated that they received an low battery alarm, following which they replaced the battery. However, the device did not start and stopped on start the screen displaying black circle. The hour or the clock advances, battery and reservoir, and had an audio alarm. The device will be returned for analysis.